Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (discharge profile fault flag) has been confirmed. Upon investigation, discharge resistor r46 was detached from the defibrillator board. The cause of the discharge profile fault flags was the detached resistor. The root cause of the detached resistor was unable to be positively identified but was likely a poor solder connection. No adverse event resulted from the detached resistor. The pt received a replacement monitor.

Event description:
The download data for a (B)(6) male pt revealed several discharge profile faults. Zoll customer support contacted the pt and issued him a replacement monitor.